Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv shock therapy during spinal procedure due to intermittent magnetic response. The patient experienced a run of asystole during the procedure. No further information is available.